Manufacturer narrative:
This incident was already reported in emdr-166742. Please refer to emdr-166742 for information regarding this event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site. The patient noted an abscess had formed while wearing the pod on the abdomen. The patient visited the emergency room (ER) and was prescribed antibiotics for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with (B)(4) . Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.